Manufacturer narrative:
The zoll autopulse in complaint has not been returned for investigation. A supplemental report will be filed when the device is returned and investigation has been completed.

Event description:
It was reported that on march 28, 2016 during patient use, the autopulse unit displayed a message of "system failure" revert to manual CPR. According to the reporter, there was a bit of a delay in providing care to the patient when switching to manual CPR. The customer indicated no error messages were observed during the shift check. No known consequences to the patient.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll for evaluation. Investigation results as follows: device history record (DHR) was reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). A visual inspection of the returned autopulse platform was performed and found the front cover was cracked. The autopulse platform is a reusable device and was manufactured in 09/25/2008. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device and is unrelated to the reported complaint of autopulse displaying a system error message. A review of the platform archive was performed and user advisory (ua) 139 (unable to hold compression position) message was observed on the reported date of the event. During functional testing, the autopulse platform displayed ua 139 upon power up. The brake gap inspection of the drive train motor was performed and found that the motor drive train brake gap was out of specification which caused the platform to display the error message. The brake gap could not be adjusted back within the specification. Both the set screws would not lock into the encoder dimple locking hole and caused the brake to disengage. The drive train was replaced to remedy the reported complaint. In summary, the customer's reported complaint of autopulse displaying a system error messaged was confirmed during archive review and functional testing and was attributed to a defective drive train motor. After the part was replaced the platform passed all functional testing.